Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the reported patient effects of intimal dissection, thrombosis, and prolapse, are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient had presented with a recent non-st elevated myocardial infarction (nstemi) and with long or multiple coronary artery lesions. A 3.0x33mm xience sierra stent was implanted in the mid right coronary artery (rca) lesion. Post implantation, the angiographic appearance of the stent was not acceptable due to stent under-expansion, intra-stent protrusion and thrombus, and a distal edge dissection. As treatment, balloon angioplasty was performed with a non-complaint balloon and a 3.5x15mm xience sierra stent was implanted as treatment. Following implantation of the 3.5x15mm xience sierra stent, proximal stent under-expansion and an intra-stent plaque protrusion were noted. Balloon dilatation was performed using a non-compliant balloon. The procedure end diameter stenosis was 0%. Reportedly the pci result after additional treatment was acceptable. No additional information was provided regarding this issue.